Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va18207, implanted: 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had the ins replaced and couldn't feel stimulation. The patient had the ins replaced because the ins moved and lines weren't in place so their healthcare professional (hcp) replaced it. No further complications were reported as a result of this event.